Event description:
During the shift check, the autopulse platform (sn (B)(4) displayed user advisory (ua) 41 (patient temperature sensor failure) error message. Per the reporter, the platform was placed on the stretcher during the check and the device is usually stored in the side door of the ambulance in an upright position. No patient involvement.

Manufacturer narrative:
Zoll has not received autopulse platform for investigation. A supplemental report will be filed when the product is returned, and investigation has been completed.

Manufacturer narrative:
The customer's reported complaint of the autopulse platform (B)(6) displayed fault 41 (patient temperature sensor failure) error message was confirmed in the archive review but not during the initial functional testing. The autopulse platform worked as intended. As per the customer, the autopulse platform is stored in the side door of the ambulance and the platform was on the stretcher when the platform was tested. Factors such as ambient storage conditions (e.g. A fire truck sitting in a hot and humid environment and/or being exposed to direct sunlight for long hours) as well as using the platform on a soft surface that may block air vents will increase the internal temperature of the autopulse platform and can cause the occurrence of a fault 41 error message. Upon visual inspection, unrelated to the reported complaint, a cracked front enclosure was observed likely due to user mishandling such as a drop. The damaged front enclosure was replaced to address the issue. The autopulse platform passed the initial functional test without any fault or error. During further functional testing, the platform failed the load cell characterization test, unrelated to the reported complaint. The root cause was due to the defective load cell. The defective load cell was likely attributed to mishandling such as a drop or a defective component. The load cell was replaced to remedy the fault. A review of the archive data showed multiple fault 41 error messages occurred around the reported event date, thus confirming the reported complaint. Nevertheless, the temperature sensor needs to be replaced as a preventive precautionary measure, as the sensor may have had some intermittent technical problems that could not be directly identified during the functional testing. Following service, the autopulse platform passed the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries without any fault or error. The autopulse platform passed the final testing without any fault or error. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse platform with serial number (B)(6).

Event description:
During the shift check, the autopulse platform (B)(6) displayed fault 41 (patient temperature sensor failure) error message. Per the reporter, the platform was placed on the stretcher during the check and the device is usually stored in the side door of the ambulance in an upright position. No patient involvement.